Event description:
It is alleged that during a case the black plastic part on the side of the scalpel/cautery instrument broke, and a 13mm cautery blade broke at the tip. It was reported that both pieces were removed from the pt with no injury.